Manufacturer narrative:
Arjo was notified about an event with involvement of the calypso hygiene chair. It was reported that when the lift was lowered, the resident fell forward and to the ground because the armrest slid out of the lift. At that time, the patient was complaining about pain in ribs and hand. The doctor was contacted, but no serious specific problems were found. Two days later a crack was found in one of the hand bones at the wrist. This was diagnosed at the resident's home. The incident happened at the day centre in the facility. The resident stays at home, but comes to the centre during the day. The device was removed from use and evaluated by the arjo representative. The foldable armrests can be removed from the device when necessary after setting in specific position. They are equipped with pin, which after its correct placing behind the lock ring (integral part of seat frame) in the seat frame socket prevent from unintentional removal of the arm. According to the results of inspection, the lock ring of the armrest locking mechanism was found deformed, but still could have held the safety arm if the pin was in correct position (behind the lock ring). All other functions were confirmed to work correctly and the visual condition was very good. As per the received information, the armrest socket was defective before use and incident occurrence. The calypso hygiene chair is equipped with foldable armrests (handrest and backrest). In the investigated incident, the seat¿s handrest detached when it was folded down to closed position as it was not engaged in the socket on the seat frame. In closed position the pin on the armrest should be behind the safety device (lock ring). The calypso instructions for use (IFU; 04.cd.03_14) provides information for correct and safe usage, regarding: - using safety belts: ¿to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened.¿ ¿to prevent the patient from falling, make sure the safety belts are undamaged. If damaged, do not use the safety belts, replace with new ones before use.¿ - positioning patient on the chair: ¿to avoid entrapment, make sure to keep the patient¿s hair, arms and feet close to the body and use designated grab supports during any movement.¿ ¿make sure the patient is in an upright position in the centre of the seat with his or her: buttocks at the back of the seat, back against the backrest and hands on the hand rest.¿ there was no indication that the safety belt was applied during use and as the patient was supported on the armrest in front of him, they fell forward when it detached. The involved device was not under the arjo service contract and was maintained internally by the customer facility. The calypso lift and hygiene chair is subject to wear and tear, and the maintenance actions must be performed when specified to ensure that the product remains within its original manufacturing specification. The IFU provides user of the calypso hygiene chair with obligations regarding its maintenance, including regular checks of its condition and functionalities: ¿actions before every use: (¿) if any part is missing or damaged - do not use the product.¿ ¿every week: visually check all exposed parts: examine the calypso lift and hygiene chair for damage. (¿)¿ in summary, the during the evaluation of the device after the event a malfunction was detected, so the product was not up to the manufacturer¿s specification. The lift was used for patient hygiene and in that way it played a role in this event. This event was decided to be reported to the competent authorities due to indication of a patient fall resulting in serious injury and a malfunction occurrence.

Manufacturer narrative:
The information collection and analysis to provide the final conclusion is still on-going. Additional information will be provided in the next report.

Manufacturer narrative:
The device was removed from use and evaluated by the arjo representative. According to the results of inspection, the ring of the armrest blocking mechanism was found deformed. Due to this the armrest was possible to be pulled out in almost any position. When the mechanism is not damaged this is only possible when the armrest is in folded back position. All other functions were confirmed to work correctly and the visual condition was very good. The investigation is on-going and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of the calypso hygiene lift. It was reported that when the lift was lowered, the resident fell forward and to the ground because the armrest slid out of the lift. At that time, the patient was complaining about pain in ribs and hand. The doctor was contacted, but no serious specific problems were found. 2 days later, a crack was found in one of the hand bones at the wrist. This was diagnosed at the resident's home. The incident happened at the day center in the facility. The resident stays at home, but comes to the day center during the day.